Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol 3dmax mesh and modified kugel hernia patch. As reported, the patient is making a claim for an adverse patient outcome against the modified kugel hernia patch which was implanted on (B)(6) 2013. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol 3dmax mesh and modified kugel hernia patch. As reported, the patient is making a claim for an adverse patient outcome against the modified kugel hernia patch which was implanted on (B)(6) 2013. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2013 - patient was diagnosed with left inguinal indirect hernia thereby underwent open repair with implant of modified kugel patch (device #1). Per operative notes, ¿the hernia sac was identified and reduced. The modified kugel patch was placed in the peritoneal space and sutured.¿ on (B)(6) 2017 - patient was diagnosed with incarcerated recurrent left inguinal hernia and left groin pain thereby underwent laparoscopic repair with implant of 3dmax mesh (device #2). Per operative notes, ¿the left inguinal hernia was identified. The mesh (device #1) was seen densely adhered to the urinary bladder and left intact. Then the 3dmax mesh (device #2) was placed and tacked.¿

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct PMA/510(k) # root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-apr-2013) is considered to be a best estimate. Updated fields: a2, b2,b3, b4, b5, b7,d3, d4,g3, g6, h2, h4, h6, h10, h11. Corrected fields: g4 (PMA/510(k) #). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.